Event description:
Toothbrush heads don't fit...fall in mouth - oral-b [device breakage]. Head...not holding firmly - oral-b [device connection issue]. Case narrative: a parent via phone stated that the oral-b toothbrush heads did not fit on their daughter's oral-b genius 9600 toothbrush, and they fell off in her mouth. No injury was reported. 12-dec-2023 follow up via email: the consumer reported that the oral-b toothbrush head was not holding firmly on the oral-b toothbrush while brushing. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
On 19-apr-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Toothbrush heads don't fit, fall in mouth - oral-b [device breakage]. Head not holding firmly - oral-b [device connection issue] . Case narrative: a parent via phone stated that the oral-b toothbrush heads did not fit on their daughter's oral-b genius 9600 toothbrush, and they fell off in her mouth. No injury was reported. On 12-dec-2023 follow up via email: the consumer reported that the oral-b toothbrush head was not holding firmly on the oral-b toothbrush while brushing. No injury was reported. On 26-mar-2024 case update from information initially received on 06-mar-2024: the concomitant product lot was bc910010651. No injury was reported. On 19-apr-2024 product investigation results: the suspect product was confirmed to be oral-b rechargeable toothbrush handle 3765. The concomitant product was confirmed to be oral-b power oral care refills floss action. No injury was reported.